Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking. The customer¿s blood glucose level was 7.2 mmol/l. The customer reported that her daughter was going high and when she went to change the set out she noticed the reservoir had leaked into the compartment. The troubleshooting was not performed. The reservoir will not be returned for analysis.